Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/26/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. A review of the device history record for this pump showed that the pump was operating within specifications at the time of release.

Event description:
The patient's father reported that the buttons have become unresponsive to button presses. The patient reportedly did not clean the pump.